Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that high impedances were noted on the lead ports of the patients ipg. The physician replaced the ipg and the patient was doing well postoperatively. The explanted ipg will not be returned to bsn.